Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, difficulty was encountered during clip deployment, as the clip was difficult to detach from the mandrel. Troubleshooting maneuvers were performed and were successful. The clip was subsequently implanted successfully. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.